Event description:
The physician used a wilson-cook multi band ligator for an upper gi endoscopy banding procedure. While attempting to place the last two bands the user experiences difficulty, and the endoscope became torqued. As the endoscope was removed, two bands prematurely deployed. The patient spat the two bands out in the recovery room. The patient did not experience negative effects from this event.